Event description:
The following information was provided by the pt: on (B)(6) 2011, the pt underwent bilateral inguinal hernia surgery with bard 3 d maxx medium sized mesh. Six months later, while performing the same activity which caused the hernia, the pt experienced burning at the belt line. The symptoms became testicular, abdominal, hip and rectal pain. The pain is described as general and stabbing, cold burning sensation scrotal, hip, stomach, rectal and thigh. One year later, and 25 doctor visits, the doctors decided the problem was from the insertion of the mesh. The pt reported the md wants to cut the nerves as a solution.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all pt, event and device information davol has received to date. Based on the information provided, it is unk whether the device may have caused or contributed to the reported event. The pt reports abdominal, testicular, hip and rectal pain following the implant of the 3d max mesh. Currently, the mesh remains implanted and surgical intervention has not been reported to have taken place. Product identifiers have not been provided; therefore, a manufacturing review is not possible. The pt reports medical records are forthcoming; therefore, a supplemental report will be provided at that time. With the currently available information, no conclusion can be drawn. See MDR 1213643-2012-00215 for information related to the second 3d max mesh implanted on (B)(6) 2011.